Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had a broken retainer ring. No harm requiring medical intervention was reported. Replacement pump has been sent. Insulin pump will be returned for further analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with cracked battery tube threads, cracked lcd window, partial broken reservoir tube lip, cracked case display window corner and missing end cap sticker. The p-cap locks into the reservoir compartment properly noted. (B)(4).